Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was planned to be explanted. Speed was decreased and the patient was having low flow alarms. Log file captured low flow alarm events on (B)(6) 2025. There were also several momentary low flow events recorded. Low flow upgrade was requested as part of a clinical reassessment of myocardial recovery and left ventricular ejection fraction, with the goal of determining candidacy for explant. No significant symptoms were reported. The patient remained clinically stable in response to decreased speeds and associated low flow alarms. The patient ultimately went in the operating room undergoing an explant due to chronic mycobacterium abscessus driveline infection, concern for seeded pump, and poor quality of life associated with chronic infection. The device operated as expected. Additional information stated that the patient reported drainage and concern for infection dating back to (B)(6) 2024. During this time, wound cultures resulted negative. An acid-fast bacillus (afb) culture resulted positive for mycobacterium abscessus on (B)(6) 2025. The patient experienced redness, purulent drainage, and pain at driveline exit site. The patient was treated with oral antibiotics with several admissions for courses of intravenous antibiotics.

Manufacturer narrative:
Section b1: corrected section d6b: explant date corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. The reported low flow alarms were confirmed through analysis of the submitted log files. (B)(6) was returned assembled with the pump cable cut approximately 4¿ from the pump header. The remaining portion of the pump cable and the modular cable were not returned for analysis. The returned outflow graft was severed approximately 0.5" from the hardware and stapled shut at the distal end. The apical cuff was not returned. Upon disassembly of the returned device, loosely structured depositions of coagulated blood were found in the interior of the pump cover, outflow graft, and the rotor. These depositions appeared consistent with blood being left in the device after support was ended. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event log file contained events on 29apr2025 from 07:55:02 through 09:22:15, per the timestamps. The log file captured numerous low flow alarms, as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The log file data indicated that the lvad was turned off on (B)(6) 2025. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.